Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The device cause damage and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venotomy closure in the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure. There were three puncture sites. An 8f sheath was used for the proximal puncture. A 5f sheath was used for the middle puncture site, and a 6f sheath was used for the distal puncture site. Reportedly, the prostyle device was deployed in the proximal site first. An unsuccessful attempt was made to remove the prostyle with force from the puncture site. The foot lever was manipulated several times, however, the device could not be removed. The 5f and 6f sheaths remained in place; however no devices were used at those sites. It was then noted that the needle of the prostyle device punctured into the 5f sheath. The prostyle device at the proximal site was surgically removed. A cut-down was ultimately performed to achieve hemostasis for all three sites. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
It was reported that venotomy closure in the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure. There were three puncture sites. An 8f sheath was used for the proximal puncture. A 5f sheath was used for the middle puncture site, and a 6f sheath was used for the distal puncture site. Reportedly, the prostyle device was deployed in the proximal site first. An unsuccessful attempt was made to remove the prostyle with force from the puncture site. The foot lever was manipulated several times, however, the device could not be removed. The 5f and 6f sheaths remained in place; however no devices were used at those sites. It was then noted that the needle of the prostyle device punctured into the 5f sheath. The prostyle device at the proximal site was surgically removed. A cut-down was ultimately performed to achieve hemostasis for all three sites. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier- excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.